Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was not able to perform an investigation since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Each falsely positive vial must be stained and sub-cultured and returned to the instrument for further testing. A false positive result should not affect the sensitivity if the media to grow and detect a true positive. No corrective actions were required. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 5 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 5 false positives at once in drawer a. ¿ customer problem: customer reports false positives".

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that while using bd bactec" plus aerobic/f culture vials (plastic) 5 false positive results were obtained by the laboratory personnel. A subculture was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " it was reported that 5 false positives at once in drawer a. Customer problem: customer reports false positives."